Event description:
Customer reported a no delivery alarm during bolus and a motor error alarm when checking the bolus history. Customer's current blood glucose reading is 125 mg/dl. Customer declined any troubleshooting. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Device passed displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm or prime/fill anomaly noted. No motor error alarm noted during bolus/basal delivery. The motor passed motor test. Unit had a scratched reservoir tube window and cracked reservoir tube lip.